Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. (B)(4) since there is no appropriate code for user concern.

Event description:
Related manufacturer reference number: 2017865-2020-02146, 2017865-2020-02149. It was reported that the patient presented in the hospital with diaphragmatic stimulation. Upon interrogation, the left ventricular lead exhibited high capture thresholds. A chest x-ray performed on (B)(6) 2019 revealed left ventricular lead dislodgement, no lead slack on the right atrial lead, and sub-optimal right ventricular lead placement for high voltage therapy. The physician explanted and replaced the leads. The patient was discharged post-procedure.

Manufacturer narrative:
A complete lead was returned for analysis in one piece measuring 57.8 cm with the helix partially retracted and clogged with dried body fluids. Visual examination found procedural damage in the form of cuts to the lead body and bent/kinked cables. X-ray examination found the inner coil at the connector region was overtorqued. No conductor fractures or internal shorts were noted. The reported event of dislodgement was not confirmed.